Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. Device replacement was being discussed. The pacemaker remains in service and no adverse patient effects were reported. Additional information received indicated the pacemaker was explanted and replaced on (B)(6) 2026. No patient complications were reported. The device was received for analysis.